Manufacturer narrative:
The access accutni+3 reagent was not returned for evaluation. All assay and system verifications met specifications at the time of this event. No hardware errors, flags or other assay issues were reported in conjunction with this event. The patient's sample was collected in a rapid serum tube which contains thrombin as an additive. The tube was identified as a partial or short draw volume. Short samples have been proven to affect immunoassays by modifying blood to additive ratio. Per clsi [clinical and laboratory standards institute] guideline-gp44-a4: procedures for the handling and processing of blood specimens for common laboratory tests. The 4th edition, "if less blood than required is drawn, the excess amount of additive has the potential to adversely affect the accuracy of test results". Conclusion: the cause of the non-reproducible access accutni+3 result is determined to be use error. The customer did not observe proper sample handling and processing.

Event description:
The customer reported obtaining non-reproducible elevated troponin I (access accutni+3) results for one patient involving the laboratory's access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system (serial number (B)(4)). The customer reanalyzed the patient's sample on the same access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system and obtained lower results within the assay's normal reference range. The patient sample was also reanalyzed two days later on the same access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system and generated two results within the assay's normal reference range. The initial elevated access accutni+3 result was released from the laboratory. There was a report of a change to treatment based on the non-reproducible elevated result. The customer does not have access to what the patient was treated with, but were advised that the treatment plan was aspirin, clexane and ticagelor. Calibration, qc (quality control) and system check parameters were all recovering within expected ranges at the time of the incident. The patient's sample was collected in a rapid serum tube and was centrifuged for ten (10) minutes at 3,000 g (g force) at 15 to 25°c (degrees celsius). The tube was reported to be incompletely filled.